Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states they are stuck in rewind complete. The insulin pump was squirting our insulin instead of just letting insulin drip. Customer states they are stuck in rewind complete. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The insulin pump will be returned for analysis.